Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device was received fully clip deployed, and in the access port retracted state, the deployed clip was not returned. All handle components were in their proper post clip deployed access port retracted positions with no detected damage. The sheath was fully slit and undamaged. Inspection of the vessel locator assembly determined the pusher body joint was intact and all four of the vessel locator wings (vlw) were bent but securely attached to the vessel locator assembly. The device was disassembled, cleaned and reset for redeployment testing. Redeployment was successful without any detected anomaly indicating proper device deployment function. Bent vlws can be caused by numerous factors including, but not limited to, manufacturing, user technique and anatomy. During manufacture the lot is visually inspected for proper vessel locator wing deployment and retraction. And a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. Anatomically, the patient was reported to have had a previous arteriotomy closed by a starclose clip. The prior arteriotomy may have had scar tissue that may have contributed to the event by interfering with proper device function but this cannot be confirmed. Distal bending forces may have been applied to the deployed vlw from interfering tissue that compacted between the clip delivery tubes distal end and deployed vlw during deployment of the thumb advancer and delivery tube set through the tissue tract. This condition may have inhibited correct vlw retraction into the distal end of the delivery tube after clip deployment and necessitated the use of the access port mechanism to assist with device removal from the anatomy, but this can not be confirmed. The investigation was able to confirm the reported event due to the bent vlw and the cause for the complaint is related to the operational context in the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the device was deployed; however, difficulty occurred when attempting to remove the device. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. Counter traction and assertive pull were used to remove the device from the patient anatomy. Hemostasis was achieved with the clip from the starclose se device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.